Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a delaminated dso seal and a scratched lens. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of delaminated downstream occlusion (dso) seal. No related alarms or errors found on review of event history. No relevant service history was found. Visual and functional testing found downstream occlusion (dso) seal is lifting off dso sensor. Replaced dso seal. Upon further testing, latch/lock failed go/nogo test. Replaced latch/lock mechanism. Battery door has corrosion on spring contacts. Replaced door. Updated device software. Device passed all testing after repairs.